Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis was unable to replicate the issue. The instrument was placed on an in house system and failed self test. The blade was not exposed, but was manually moved forward and then retracted back to garage and placed on system. The instrument passed self check; the instrument moved with full range of motion and grips opened and closed properly. Electrical continuity testing, which is an indicator of sealing functionality, passed. Sealing test was performed on a wet paper towel and passed. The conductor wire was undamaged, blade and blade track were free of biodebris. The grips were offset. Grip force test was performed on the grips as additional testing and all readings were above the minimum requirement. An additional observation not reported by site was that the instrument grip tip exhibited a small scratch with material removed, measuring roughly about 0.05 in size. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the vessel sealing instrument would not cut or coagulate. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.